Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath kinking because the sample was not available for assessment. The exact root cause could not be determined. The likely root cause is the tortuous anatomy prevented the sheath from advancing and kinked the sheath. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that the r2p destination slender guiding sheath was inserted via the left radial artery. However, due to the tortuous vascular anatomy of the subclavian artery, the guiding sheath kinked, making further insertion difficult. The guiding sheath was not used and the approach was changed to a femoral artery approach to continue the procedure. Subsequently, the procedure to treat the illiac was successfully completed. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.